Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information. Proglide #2 (part 12673-03, lot 950086h), is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide was attempted but also resulted in a needle-to-cuff miss. A non-abbott 8f closure device was used to achieve hemostasis. After the procedure, the patient was given ancef prophylactically. There were no reported adverse patient effects. Though requested, no additional information was provided.